Manufacturer narrative:
An investigation has been initiated. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that a tear developed at the base of the double lumen split. The tear was discovered after the PICC line was implanted in the pt.